Event description:
It was reported that there was failure to capture, increased threshold, and a lead conductor fracture. The patient's heart rate decreased to 30 beats per minute, and a temporary pacemaker was used. The lead was capped. No further patient complications have been reported as a result of this event.